Event description:
Device malfunction [device malfunction]. Septic joint/septic arthritis [septic joint] ([knee pain], [swelling of knees], [injection site joint erythema], [effusion (r) knee], [inflammation injection site], [edema knees], [synovitis], [stiff knees], [yeast infection]). Unable to ambulate [unable to walk]. Tiny baker's cyst [baker's cyst]. Synovial fluid cloudy [synovial fluid analysis abnormal] . Synovial fluid nucleated cells/mononuclear cells [synovial fluid lymphocytes present]. Passive rom 0-60 with pain/ decreased range of motion [joint range of motion decreased] . Injection site on left knee has a knot [injection site lump]. Crp increased [crp increased]. Appetite change [appetite impaired] . Nausea [nausea.] Vomiting/episodes of emesis [vomiting]. Weightbearing [weight bearing difficulty]. Affected activities of daily of living [activities of daily living impaired]. Case narrative: initial information received on 02-oct-2018 regarding an unsolicited valid serious malfunction case received from a lawyer. This case involves a (B)(6) female patient (B)(6) who experienced device malfunction, septic joint/septic arthritis, yeast showed on gram stain, unable to ambulate , tiny baker's cyst, synovial fluid cloudy, synovial fluid nucleated cells/mononuclear cells, passive rom 0-60 with pain/ decreased range of motion, injection site on left knee has a knot, crp increased, appetite change, nausea, vomiting/episodes of emesis, weightbearing and affected activities of daily of living, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history included drug hypersensitivity on (B)(6) 2017 with erythromycin, augmentin: nausea and ciprofloxacin : fatigue, skin cancer in 2000 with brother, gastro-esophageal reflux disease, spinal osteoarthritis on (B)(6) 2017, spinal cord injury cervical on (B)(6) 2017, hyperlipidaemia, pancreatitis, cholecystectomy, caesarean section, neck pain, dental problem and musculoskeletal stiffness. The patient's family history included neoplasm malignant with brother, hepatic cirrhosis with brother in 2012 and father in 1978, hypertension with mother and rheumatoid arthritis with mother. The patient's past medical treatment(s), vaccination(s) was not provided. At the time of the event, the patient had ongoing chest pain on (B)(6) 2015, osteoarthritis on (B)(6) 2015, bursitis on (B)(6) 2015, tobacco user with 1 pack per day of cigarette, arthralgia, back pain and joint swelling. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at a dosage of 6ml once (lot - 7rsl021) for primary osteoarthritis for left and right knee using a 22 gauge needle. No complications were noted as a result of the injection. On (B)(6) 2017, patient had right knee pain and swelling 2 days after knee injection. Patient reported that pain was originally in left knee and now mostly in right knee. Right knee has swelled up. Patient came to hospital on the same day as because the pain has not resolved. Patient presented with increase pain and swelling of right knee, and soreness in left knee. Patient denies fever and or chills at home. Patient physical exam revealed left knee inflammation around injection site, no edema of knee joint, active rom 100 without discomfort, non-tender to palpation of capsule. A complete musculoskeletal exam was performed and was revealed no deformity or pain with range of motion in the upper extremities and contralateral lower extremity. Patient had gel shots, which was taken always but with no problems. Now she was stating intense pain which was different than normal. Patient went for further evaluation due to chronic knee problems, specifically in the right knee, was sent by ortho doc to have further fluid drawn off the right knee due to yeast being present in the previous samples. Patient knee was tapped and deemed not septic, no growth. On an unknown date in (B)(6) 2017, after unknown latency, patient's injection site on left knee had a knot, and both knees appear swollen and slightly red. She had not taken her pain medications today. Patient was diagnosed with septic joint. After careful review of the patient's history, physical exam and radiographic findings it was assessed the patient required arthrocentesis of the right knee joint. The joint was aspirated with 60 ccs of yellow clear fluid. Joint fluid aspirate was then sent for cell count, gram stain, culture and crystal analysis. Crp = 15.02, sedimentation rate = 31, wbc = 13.8, bacterial culture was negative to date, but not final, nucleated cells in synovial fluid: 31,860. On (B)(6) 2017, synovial fluid showed nucleated cell count of 14,205 and a gram stain which demonstrated trace yeast. Patient seen again in ed on (B)(6) 2017 and knee tapped again and yeast showed on gram stain. Patient's orthopedist directed patient to come back to our ed to get knee tapped again. Patient reported effusion reoccurs quickly after each tap. On (B)(6) 2017, 4 days after injection administration, review of system revealed appetite change, nausea and vomiting, arthralgia with decreased range of motion, swelling and effusion. On the same day, patient underwent arthrocentesis of right knee again and aspirated with 20 ccs of yellow-red clear fluid. On (B)(6) 2017, patient presented her right knee continues to remain painful and weightbearing. She described the pain was diffuse in nature and was unable to ambulate without an assistive device. Pain improved with rest, but she stated the knee still felt stiff and swollen. She denies fevers or chills. She presents today using a cane. Pain score equals a 7 /10. Denies numbness or tingling to the lower extremities; lower extremity edema. This had affected the patient's activities of daily of living. On (B)(6) 2017, MRI of knee was done that demonstrated severe patellofemoral chondral abnormalities with possible extension of the medial meniscus suggesting a tear, although the tear is not definitively seen. Small joint effusion was noted with synovitis and a baker cyst with some leakage. Relevant laboratory test results included: aspiration joint - on (B)(6) 2017: 60 cc unk [yellow clear fluid]; on (B)(6) 2017: 20 cc unk [yellow-red] c-reactive protein - on (B)(6) 2017: 15.02 mg/dl [<=0.60]; on (B)(6) 2017: 5.93 mg/dl; monocyte count (0 - 0.9 10*9/l) - on (B)(6) 2017: 1.9 10*9/l; on (B)(6) 2017: 1.1 10*9/l ; monocyte percentage (0.0 - 12.0 %) - on (B)(6) 2017: 14 %; on (B)(6) 2017: 10.1 % ; neutrophil count (2.0 - 8.6 10*9/l) - on (B)(6) 2017: 9.1 10*9/l; on (B)(6) 2017: 7.4 10*9/l; nuclear magnetic resonance imaging - on (B)(6) 2017: abnormal unk [small joint effusion with synovitis/debris. Tiny baker's cyst]; red blood cell sedimentation rate (0 - 30 mm/h) - on (B)(6) 2017: 31 mm/h; on (B)(6) 2017: 56 mm/h; synovial fluid analysis - on (B)(6) 2017: cloudy unk; on (B)(6) 2017: turbid unk ; synovial fluid white blood cells positive - on (B)(6) 2017: 31860 /ul [4 % mononuclear cells]; on (B)(6) 2017: 10970 /ul; white blood cell count (3.2 - 9.8 10*9/l) - on (B)(6) 2017: 13.8 10*9/l; on (B)(6) 2017: 10.4 10*9/l ; x-ray - on (B)(6) 2017: abnormal unk [joint effusions, larger on the right knee]. Final diagnosis was affected activities of daily of living, weightbearing, crp increased, injection site on left knee has a knot, passive rom 0-60 with pain/ decreased range of motion, synovial fluid nucleated cells/mononuclear cells, unable to ambulate, yeast showed on gram stain, septic joint/septic arthritis, device malfunction, synovial fluid cloudy, vomiting/episodes of emesis, nausea, tiny baker's cyst, appetite change. The patient was treated with ondansetron (zofran) for nausea and vomiting and cane for unable to ambulate. The patient outcome is reported as unknown for intense pain/pain mostly in r knee/tenderness/r knee more tender than left/increase pain/soreness in left knee/arthralgia, as not recovered / not resolved on an unknown date for knees appear swollen/swelled up, as unknown for knees slightly red, as not recovered / not resolved for device malfunction, as not recovered / not resolved on an unknown date for synovial fluid cloudy, as unknown for injection site on left knee has a knot, as not recovered / not resolved on an unknown date for synovial fluid nucleated cells/mononuclear cells, as unknown for effusion/chronic effusion, as not recovered / not resolved on an unknown date for passive rom 0-60 with pain/ decreased range of motion, as recovered / resolved on (B)(6) 2017 for left inflammation around injection site, as unknown for pain in upper extremities and contralateral lower extremity, as not recovered / not resolved on an unknown date for crp increased, as not recovered / not resolved on an unknown date for septic joint/septic arthritis, as unknown for yeast showed on gram stain, as unknown for appetite change, as unknown for nausea, as unknown for vomiting/episodes of emesis, as unknown for weightbearing, as unknown for unable to ambulate , as unknown for affected activities of daily of living, as unknown for edema again to her right knee, as unknown for synovitis and as unknown for tiny baker's cyst. Seriousness criteria: medically significant for experienced device malfunction, septic joint/septic arthritis, yeast showed on gram stain; and disability for unable to ambulate a product technical complaint (ptc) was initiated on 22-dec-2017 for synvisc one. Batch number; 7rsl021, global ptc number:unk. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented.